Manufacturer narrative:
Due to character limitation e1 event site full name: (B)(6) medical center. Battery not charging because of console not correctly docked and latched to the cart. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding battery not charging. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11 corrected fields - h6 (type of investigation), e1 (event site telephone), b5 (describe event or problem). Console displaying a low battery condition despite being connected to ac power. During troubleshooting it was determined that the console was operating in rescue mode. The nurse was guided through the steps to re engage the console into hybrid mode. After the console was properly seated in the cart ac power was restored and the low battery issue was resolved. The nurse successfully completed the procedure and confirmed normal operation of the device.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave intra-aortic balloon pump (iabp) regarding battery not charging. There was no harm or injury reported.